Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass (cpb) procedure, the arterial monitor was powering off and rebooting during prime causing the selected arterial and cardioplegia pumps to stop. The device was not changed out. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per the clinical review on (B)(6) 2014: there were no issues during set-up and initial prime of the cpb circuit. A roller pump was used as the arterial pump. Just prior to aortic cannulation (pre-cpb), the arterial monitor was re-setting and the arterial and cardioplegia pumps stopped each time the monitor went thru the re-set cycle. The ccp noticed that when the power/communications cable that connected the arterial monitor to the safety monitor was manipulated, power/communications would intermittently cycle (lose power/reset/and associated pump stops). (B)(4)/MDR #1828100-2014-00250 clinical review continued: as the initiation of cpb was required within a few minutes, moved the pressure transducer cable and temperature probes to the cardioplegia monitor. This allowed pressure monitoring of the arterial circuit line pressure, but the arterial pump would not have stopped for a high pressure alarm since the arterial monitor was not being used. The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed or reported.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service rep (fsr), arrived at account and spoke with the ccp. She explained the arterial monitor was powering off and rebooting during prime this morning. This caused the selected arterial and cardioplegia pumps to stop. When she manipulated the arterial monitor cable connection at the safety monitor, the problem was intermittent. The ccp disconnected the arterial monitor from the safety monitor and moved the pressure and temperature cables to empty slots on the cardioplegia monitor. She was able to complete the case successfully. Per the fsr, the problem presented itself as an issue with the arterial monitor, but after troubleshooting, determined the intermittent problem was in the arterial connector on the safety monitor power module assembly. The fsr ordered the safety monitor power module assembly. The fsr ordered the safety power module assembly, but it is currently on hold. He ordered a loaner safety monitor to put system back in service until part is available.